Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely on (B)(6) 2021 with their implantable cardioverter defibrillator in backup vvi mode. The patient was brought into the clinic on (B)(6) 2021, where the device was reprogrammed to the original settings and a cyber security firmware was installed. There were no patient consequences.